Manufacturer narrative:
One device was received for evaluation. Visual inspection found a lifted dso seal, and a bubbled uso seal. There was no evidence in the event history log. Functional testing was able to duplicate the reported issue. It was determined that the out of specification expulsor was the root cause. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D9: (B)(6) 2024.

Event description:
It was reported that the device had a failed volume test. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.